Event description:
Mobi-c p&f us : disassembled on the back table. The surgeon used the same inserter for the first two implant and a different inserter for the third implant . This inserter has been utilized for future cases, no further issue reported. Instrumentation was not returned for inspection, reference and lot # of inserter were not communicated. Review of traceability and review of the device history records for this instrument can not be performed. Implants were also not returned to manufacturer.

Manufacturer narrative:
The surgeon used the same inserter for the first two implant and a different inserter for the third implant . This inserter has been utilized for future cases, no further issue reported. Instrumentation was not returned for inspection, reference and lot # of inserter were not communicated. Review of traceability and review of the device history records for this instrument can not be performed. From the information provided, the product history records, the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. Current information is insufficient to permit a valid conclusion about the cause of this event. Indeed , a little play is normal between prosthesis & peek jaws ( step 9). Based in the availabale data , and without product return this assumption cannot be validated . If any further information is found which would change or alter any conclusions or information , a supplemental report will be filed accordingly.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Reporter has indicated that the product is not available for evaluation as partially thrown away. Additional information was requested. The investigation is in process. Waiting on additional information, conclusion is not yet available. Device not returned.

Event description:
Mobi-c p&f us: disassembled on the back table. It was reported by sales rep.: there was no impact to the patient, nor the assembly of the final construct of the device. The endplate inserter sleeve was disassembled on the back table after the implant was final locked and the removal of the infix instruments. Implant was not properly assembled in package delayed surgery of 10 min was reported. Ther was no patient impact . Update received from reporter, according to him, the inferior endplate detached from the peek cartridge without dissembling or removing via proper technique. Clraification requested about the event description . Waiting on additional information.